Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report that the clip opened while locked. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4+. During use, when establishing final arm angle (faa), the clip opened. Troubleshooting was performed; however, the clip opened again. The clip delivery system (cds) was removed with the clip and replaced with a new cds. One clip was implanted, reducing the mr to 1-2. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). Date rec'd by MFR correction: date corrected from 10/02/2016 to 10/02/2018.

Manufacturer narrative:
(B)(4). The device was investigated and the reported mechanical issue was not confirmed during returned device analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not identify a lot specific product quality issue. All available information was investigated and a definitive cause for the reported mechanical issue (clip open - establishment of final arm angle -efaa) could not be determined in this incident. There is no indication of a product quality issue with respect to manufacture, design or labeling.